Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2. Early or late postoperative infection and allergic reaction. This report is number 3 of 4 MDR's filed for the same patient (reference 1825034-2010-00427 / 00428, 2014-00806 & 00808).

Event description:
It was reported that a patient enrolled in a clinical study underwent total left hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on the left hip (B)(6) 2010 due to infection.